Event description:
Ous MDR - this pt's heart failure was getting worse. An infection on the lead was noted when an echo was performed. This system was explanted and only this device was returned.

Manufacturer narrative:
Ous MDR.